Manufacturer narrative:
A visual inspection of the returned device revealed that the distal handle had detached from the outer sheath. It was also noted that the stainless steel shaft was bent and that the shaft was bent at 98mm distal to the proximal end of the outer sheath. During analysis some resistance in guidewire movement was noted where the shaft was bent. It was possible to retract the outer sheath by hand without any issues. No issues were noted with the inner or the stent holder. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2007 that a wallstent enteral duodenal stent was used during a procedure performed the same day (patient gender, age, and weight are unknown). According to the complainant, during the procedure, the nurse had difficulty advancing the stent over the guidewire. During deployment of the stent, the handle of the delivery system came apart. After partial deployment, the physician manually pulled the sheath back, using the delivery system to fully deploy the stent. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."